Manufacturer narrative:
Calibration data was acceptable. The customer verbally stated that quality controls were within range. A general reagent issue can be ruled out. Isolated non-reproducible results do not represent a general malfunction of the assay. Upon review of the alarm trace, system reagent short alarms were observed. A sample short alarm was also observed near the time of the event and this could indicate possible poor sample quality. The investigation could not identify a product problem. The cause of the event could not be determined. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The field service engineer could not determine a cause. Precision studies were performed and the results were within guidelines. The customer ran controls and these were acceptable. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for four patient samples tested with the elecsys troponin t gen 5 stat assay on a cobas e 801 analytical unit. The initial values were questioned by medical staff and the samples were then repeated. The repeat values were deemed correct. The first sample initially resulted in a troponin t value of 136 ng/l and it repeated as < 6 ng/l. The second sample initially resulted in a troponin t value of 8.1 ng/l and it repeated as 25.5 ng/l. The third sample initially resulted in a troponin t value of 8.1 ng/l and it repeated as 12.2 ng/l. The fourth sample initially resulted in a troponin t value of 134 ng/l and it repeated as 28.5 ng/l.